Event description:
N/a

Manufacturer narrative:
The complaint device was not returned for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint was unconfirmed. An investigation for cause was unable to be performed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that a c2602 cusa excel 36khz straight handpiece was used in a hepatectomy procedure on (B)(6) 2018 but it was not working. No patient injury was reported. It was unknown if there was any patient contact or surgery delay. Additional information has been requested.

Manufacturer narrative:
The complaint device was not returned for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint was unconfirmed. An investigation for cause was unable to be performed.

Event description:
N/a